Event description:
Event description this device was returned to boston scientific for unknown reasons. There were no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.